Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. New information from the investigation was received on 1/31/2018. Original awareness date 12/21/2017. Foreign matter was found during investigation. Original complaint was not reportable. MDR created to address new information. Device manufacture date: unknown. Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the needle was bent. The returned syringe was examined and no bent cannula was observed. However, the sample was examined under the microscope and exhibited adhesive splatter on the cannula shaft as well as a strand of plastic wrapped around the cannula shaft. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula and strand of plastic fm on cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent needle). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula and strand of plastic fm on cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent needle). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause for adhesive splatter on the cannula determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover. Possible root cause for strand of plastic on cannula: this fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Event description:
It was reported that before use a bd ultra-fine¿ insulin syringe was found with foreign matter. An ¿adhesive splatter on the cannula and strand.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Date received by manufacturing correction: the date received by manufacturer field has been updated to reflect the corrected date of 12/21/2017.